Event description:
High tensile reaction: conjunctival inflammation and melting of conjunctiva and sclera around the knot as well as conjunctival dehiscence. Conjunctival appearance prior to surgery : prior the conjunctival appeared inconspicuously. Cautery was applied during surgery and mitomycin c was used. Both is the gold standard in all trabeculectomies nowadays, and did not differ from other surgeries in this regard.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an opthalmic procedure specifically trabeculectomy, the current seam material of the product used showed a faster loss of consistency of the knots than the competitor's product. As such, the competitor's product showed a higher tissue reaction especially at the capillary seam material where smaller tissue resection and long stability is desired. The currently used product showed a local scleromalacy and some patients had to be re-operated on because due to the shorter stability, there were wound dehiscence. In some cases a tissue transplantation (sclera) was necessary to cover the damages. All in all, the surgeon felt that the usage of 7-0 and 8-0 products did not stand the test. The patient was re-operated on twice due to necrosis around the seam material. Additional information was requested but not yet received.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection and functional evaluation of the sample had acceptable results.. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities.. A tensile test was performed on the sealed sample and the result exceeded the specifications for this product. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.